Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent, when analysis is completed.

Event description:
The product was returned. No reason for explant was reported. Additional info received reported that the pt experienced periodic feels of overdose and withdrawal. The pump was interrogated and was ok. No device troubleshooting was performed. The pt felt the pump was periodically malfunctioning. The system was explanted. The pt outcome was reported as no injury. The pump contained morphine.